Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735340r, serial/lot #: (B)(6) h3: a medtronic representative went to the site to test the equipment. Testing revealed that the camera was not getting power. The system control unit (scu) was defective, and therefore, replaced. The navigation system then passed the system checkout and was found to be fully functional. The scu was returned to the manufacturer for analysis. Analysis found that one of the two fuses was found to be blown on the returned scu. After replacing the fuse, the scu returned to normal function. The scu had good communication with the positioning sensor unit (psu), and normal tracking for all three ports. A check of the event log did not show any adverse events. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c02, c08 fdc d02 are applicable to the system checkout. Fdm b01, fdr c02, and fdc d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera was not working. No patient was present.